Event description:
It was reported that the patient developed pain, after device implantation, on (B)(6) 2010. It was noted that all settings were at 0 and the device was "off.". The patient's lead was explanted. The patient was unable to sit and had perineal pain. No further details, patient symptoms or outcome were provided. Additional information was requested, but not provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4). The lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.